Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description. "The screen on this unit went blank prior to placing on a patient, the vent was turned off then on, operated fine after being turned on again."